Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a whitish foreign material was found clogged in the jet tube, and the bending section cover adhesive and connecting tube had a foreign material attached. In addition to the reportable malfunction, the following were noted: due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to clogging of the jet tube in the control unit, water cannot be supplied; due to damage on the bending tube, the bending angle in the up direction exceeds the standard value; due to wear of the forceps elevator lever, the upward/downward knob cannot be locked securely; due to wear of the scope cover packing, water tightness was lost; the adhesive around objective lens had corrosion; the plastic distal end cover had a crack; the connecting tube was snaking; the forceps channel port had a dent; the image guide protector damaged; the label on the suction connector was peeled; the light guide lens had a crack; the objective lens had a chip; the plug unit had a crack; the scope connector cover unit had corrosion due to water leakage; the suction cylinder had no color; the switch box had a scratch; the upward/downward knob had discoloration; the universal cord had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's cable pulls must be adjusted. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a whitish foreign material was found clogged in the jet tube, and the bending section cover adhesive and connecting tube had a foreign material attached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date was added and the following correction: (e1) reporter name and address. Remove first/given name: "biomedical" and last name: "engineering" as not valid. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to a leak in the scope cover packing, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.